Manufacturer narrative:
-Method: the actual product involved with the incident was discarded. No samples were returned for evaluation to date. -results/conclusions: no samples were returned for review. Relevant portions of the device history record were reviewed. The product from this finished good lot and all of the component lots met current (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory is available for the finished good lot reported. -without receiving samples to review/test, receiving detailed information regarding the pre-operative preparation of the device or the surgeon's technique, a definitive root cause for the needle breaking during use cannot be determined at this time. Reference:reference (B)(4). - henry schein reference #(B)(4) - item #900-7482 henry schein hs c1 6-0 bk mn nyl 18"/45cm , lot mbpa220.

Event description:
It was reported by the customer that the needle broke while closing laceration on the chin of two (2) pediatric patients. An xray was required to locate the needle segment retained in the wound. The suture of one (1) patient had to be partially backed out to retrieve the broken piece. The pieces were removed without injury to the patient.